Event description:
The customer reported while the iabp was in use on a patient, the iabp printer did not work. The iabp was rebooted and the printer started to work. The unit was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the printer (part number: 0161-00-0022), and no problem found related to the reported noise. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).